Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. A visual examination of the lead revealed no anomalies. Electrical testing of the lead revealed no indication of conductor fractures or internal shorts. Additionally, the s-curve was measured to be within required specification.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and the lv lead was observed to be dislodged. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.